Event description:
Customer reported that she experienced high blood glucose in the 400 to 499 mg/dl range. At the time of reporting, her blood glucose was 345 mg/dl. Customer's symptoms were thirst and lethargy. She treated with manual injection. Troubleshooting was performed. The drive support cap appeared normal. Insulin exited the tubing during manual prime and there were no air bubbles or leaks. Settings and history appeared correct. There was not a tubing clamp available to perform the high pressure test. Customer was advised to change entire set, reservoir, and insulin and treat. Upon removal of infusion set, cannula was neither bent nor occluded. The customer was advised to discontinue use and revert to a back-up plan, since the high pressure test could not be performed to verify function of no delivery alarm. Her blood glucose was 383 mg/dl. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip, and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.